Manufacturer narrative:
It was reported by the customer contact that there was "smoke coming from the junction box" that occurred when the bed was first plugged in. No injuries were reported related to the incident. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Smoke coming from junction box..